Event description:
The customer called for help with her breeze2 meter. While troubleshooting, it appeared that segments were missing from the meter display. The customer was not aware of the missing segments, but no adverse events alleged. The meter was returned for eval. A replacement meter was sent to the customer.